Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following survey responses: there were no malfunctions of the reprocessing accessories. No delays in the manual or pre-cleaning processes. Air / water flushed during pre-cleaning with eighty (80) ml enzyme cleaner. Eighty (80) ml enzyme cleaner was flushed through the scope during manual cleaning. Brushing / wiping of the distal end and surface during manual cleaning was performed with gigazymes from schülke.no further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported to olympus that the evis exera iii gastrointestinal videoscope flush flow rate was very low. The issue occurred during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle was clogged by foreign material similar to a silicone-based glue, and the air water tube and cylinder had remaining foreign material from previous procedures. The foreign material remained in the device, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of the (glue) foreign material found in the nozzle and the foreign debris in the air-water tube and cylinder from previous procedures noted at estimation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation that the flush flow rate was very low was confirmed. An additional issue with the distal end insulation test failing was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.